Event description:
It was reported that; the patient had undergone anterior cervical discectomy in (B)(6) 2016 in which a cervical plate and locking screws were implanted. The patient presented on (B)(6) complaining that she had coughed up a screw. X-rays confirmed that the screw had dislodged. The patient currently has no symptoms but was treated as a precaution against osteomyelitis with antibiotics.

Manufacturer narrative:
Catalog# 48824018, lot# lpp. Visual inspection, device history review, complaint history review, risk assessment. Manufacturing files were reviewed and no anomalies were found. The probable root cause is the lack of use of the drill guide.

Event description:
It was reported that; the patient had undergone anterior cervical discectomy in (B)(6) 2016 in which a cervical plate and locking screws were implanted. The patient presented on (B)(6) complaining that she had coughed up a screw. X-rays confirmed that the screw had dislodged. The patient currently has no symptoms but was treated as a precaution against osteomyelitis with antibiotics.